Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-occluded, 24x3.0mm target lesion was located in the mildly tortuous and non-calcified left circumflex artery (lcx). A 3.00 x 24 synergy¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the proximal part of the stent strut became stuck with the guidewire and was damaged. The stent and the wire were removed and the procedure was completed with a 3.50 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.